Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. The air gas module was installed in a reference system for simulated-use testing. The pre-use checks failed the pressure transducer sub-test, o2 cell/sensor sub-test and the flow transducer sub-test. This confirms the reported description. So do the received device logs when evaluated. The conclusion of our investigation showed that the failures were caused by a broken integrated circuit (ic) chip. The ic chip was observed as not generating the signal to have the valve open. The ic chip is part of the gas module and is part of the signal chain that regulates the inspiratory gas flow to the patient. The root cause for why the ic chip failed has not been determined from this investigation. If this failure mode appears during ventilation, it may lead to a higher oxygen level and lower respired volume than set, subsequently alarms will be generated to the user. This failure mode will be detected during the pre-use checks. From the logs evaluation, we were able to trace the reported problem back to (B)(6), therefore the date of event was determined as (B)(6) 2015.

Event description:
(B)(4).

Manufacturer narrative:
An investigation will be started. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the pressure transducer test, o2 cell test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer reference # : (B)(4).